Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. Helix was able to be extended and retracted, and turns to extend and retract within specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, when the lead was implanted the lead did not stick at atrium myocardium. The lead was repositioned multiple times, than with more than 30 rounds the screw did not work anymore. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.